Event description:
It was reported that patient presented to the clinic after feeling brief dizziness. Upon lead interrogation, lead noise was observed which caused the device to oversense and inhibit pacing. Lead was explanted. Patient had no adverse events.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 35.3 cm to 35.5 cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise and inadequate capture. Other damages found were sustained during the surgical procedure.